Event description:
The fixture slipped after application which altered the biopsy location by 2mm. There was about a 10 minute delay in the case as the dr. Attempted to re-secure the device. He was able to do so and complete the case without injury to the patient. Operative report lists "complications: none."